Manufacturer narrative:
(B)(4). The customer reported to the philips customer care center that the ac power module was not working. It was evaluated locally by the customer. Given the info provided by the customer, the philips customer care center determined that the ac power module had failed. The customer was provided with ordering info. No further calls have been made by the customer regarding this issue.

Event description:
The customer reported to the philips customer care center that the ac power module was not working.